Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed pump supplies to address occlusions. As occlusions occurred in the past, cause of blockage could not be identified. Customer's blood glucose (bg) was 540 mg/dl and ketone level was trace. Customer administered manual injections address bg.